Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.109¿ - 0.0143¿ in length and were not aligned with the tube axis. Common causes of the failure mode scratch marks /abrasions instrument main tube are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal went over time due to friction against cannula. Isi has received images of the broken cadiere forceps instrument. The review of the provided image was conducted and found that the image was consistent with the alleged complaint of broken wire. This complaint is reportable malfunction event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the cadiere forceps instrument wire was broken. The procedure was completed with no reported injury or delay.